Event description:
It was reported that during a catheter placement procedure, catheter allegedly torn during insertion. A new catheter was replaced to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 7fr dual-lumen catheter in two segments, one j-tip guidewire in a guidewire hoop, one introducer needle, two end caps, one tunneler and one 7.0fr peel-apart sheath and vessel dilator were returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluation were performed. The investigation is confirmed for the reported catheter torn during insertion and identified material separation issues as complete circumferential break was noted at the distal end of the catheter body. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven and surface was noted to be granular. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2030). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a chronic catheter placement procedure, catheter allegedly torn during insertion. A new catheter was replaced to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in common device name and premarket identification. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 12/2030).